Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been receiving an alarm from her pump. The customer's blood glucose level was unknown because she could not recall the level at the time of the event. The customer states the alarm occurred after she rewound and primed the pump. We advised the customer to disconnect the pump in order to perform troubleshooting. During troubleshooting the customer found that the drive support cap appeared normal and recessed. The customer does not recall dropping the pump prior to receiving the alarm. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.